Event description:
It was reported that this right ventricular (rv) lead exhibited impedance irregularities. Subsequently, the patient underwent a revision surgery during which the rv lead was surgically capped and replaced with a new lead. No additional adverse patient effects were reported.